Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was pulling out too far, exposing the internal electronics and causing frequent drawer failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) ran the hardware test application and checked all drawers. Drawer 3.2 in the main station had pockets that were not showing in the storage space configuration. The row board cable was reseated, the retractor band was checked and found to be ok, and the rails were inspected and appeared to be in good condition. The system functioned as intended after the field service engineer repaired the device.